Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a button error alarm. Customer has removed the battery for two minutes, but the alarm persisted. The customer reported washing their car an hour prior to the alarm occurring. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.